Event description:
The rotation stop on the mobile light was broken; the actual date when the stop broke is unknown. The broken stop allowed the lamphead to be rotated beyond its normal 30 degree arc (each side). In this position, the lamp fell and struck a doctor who was delivering a pt. No injury was reported with the doctor, parent, or pt. The initial report was received by getinge/castle on 10/2001. Patient information was not provided to getinge/castle.